Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the adjustable pin collet emitted metal shavings into the joint during a shoulder arthroscopy procedure at the user facility. The surgical area was irrigated to remove the shavings. A 30-minute procedural delay was reported. The procedure was completed successfully, and no medical intervention or adverse consequences were reported.

Event description:
It was reported that the adjustable pin collet emitted metal shavings into the joint during a shoulder arthroscopy procedure at the user facility. The surgical area was irrigated to remove the shavings. A 30-minute procedural delay was reported. The procedure was completed successfully, and no medical intervention or adverse consequences were reported.